Event description:
A system operator reports the laser stopped firing during a procedure. The surgeon re-pressed the foot pedal and the case resumed without incident. There was no patient injury associated with this event.

Manufacturer narrative:
During the on-site investigation, the territory mgr (tm) was able to duplicate missing pulses during a 50k shot test. The tm replaced the thyratron and performed a successful system verification. The investigation is still in progress. A supplemental MDR will be filed, when additional info becomes available.